Event description:
It was reported that a pt with a traumatic open head wound was taken to surgery prior to the event date, for debridement of the wound, with a plan to place a skin graft on the same day. The operating room (or) director (rn) reports that the pt was taken to the or on the same day, for placement of a skin graft. While in the or, the v.a.c. Granufoam dressing could not be removed due to foam adherence. The or director reports a surgical debridement was performed and all of the foam was removed but the graft was not placed due to the disruption of the wound bed. According to the or director, non-adherent layers were not used on the wound with exposed vessels and bone. The or director further stated that the pt was not injured but surgery was delayed. The or director stated that the area was grafted and v.a.c. Therapy was discontinued the following month.

Manufacturer narrative:
This complaint is being reported as medical/surgical intervention was required to remove the adhered foam. V.a.c. Labeling warns, "protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c. Therapy." V.a.c. Labeling states, "if dressing adheres to wound, consider introducing sterile water or normal saline into the dressing, waiting 15-30 mins, then gently removing the dressing from the wound. Consider placing a single layer, wide-meshed, non-adherent material prior to placement of the v.a.c. Foam dressing." V.a.c. Labeling warns, "sharp edges: bone fragments or sharp edges could puncture protective barriers, vessels, or organs causing injury. Any injury could cause bleeding, which, if uncontrolled, could be potentially fatal. Beware of possible shifting in the relative positon of tissues, vessels or organs within the wound that might increase the possibility of contact with sharp edges. Sharp edges or bone fragments must be eliminated from the wound area or covered to prevent them from puncturing blood vessels or organs before the application of v.a.c. Therapy. Where possible, completely smooth and cover any residual edges to decrease the risk of serious or fatal injury, should shifting of structures occur. Use caution when removing dressing components from the wound so that wound tissue is not damaged by unprotected sharp edges."